Event description:
The patient underwent a sling procedure and posterior vaginal repair in 2005. In 2005, the patient hospitalized with severe right groin pain and posterior superior iliac spine pain. Treatment consisted of anarex and voltaren for pain relief and the patient was discharged the 2nd day. The pain resolved spontaneously in 2005.

Manufacturer narrative:
Additional information b5: the pain is believed to have been caused by a right ovarian cyst which was found during a CT scan on 07/28/2005. Additional information h-6: pain immediately after a suburethral sling procedure can result from a number of factors including tape placement, tissue reaction, closure method, hematoma formation, or infection to name a few. In this case, the pain occurred approximately two months following surgery and is attributed to the documented presence of a right ovarian cyst. The pain resolved spontaneously with time and pain management. Its presence is not attributable to the device or procedure.